Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure targeting a dissecting aneurysm on the v4 segment of the right vertebral artery, the 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700 / 9185283) was impeded in the proximal section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31471121) and could not be further advanced. The physician tried to retract the stent, but the stent was found prematurely detached from the delivery wire in the microcatheter. The physician removed the microcatheter and the stent from the patient and replaced both devices to complete the procedure, which was reportedly prolonged by approximately 20 minutes. There was no report of any negative patient impact. Additional information was received on 19-may-2025. The information confirmed that the target was a dissecting aneurysm on the v4 segment of the right vertebral artery. Per the information, an adequate continuous flush was maintained through the microcatheter. Aside from the reported prematurely detached stent, the delivery wire was bending. Nothing unusual was noted about the system prior to use. The replacement devices were another 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700) and 150cm x 5cm prowler select plus microcatheter (606s255x). There was no negative patient impact, and the physician did not consider the reported 20-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9185283. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-jun-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As described in the event description documented in the complaint, the stent component was detached from the delivery system. No damages were noted. Microscopic inspection was performed on the stent component, and the stent was noted fully expanded with both ends noted to be completely flared; however, the struts of one end of the stent were found bent. The retraction bump and marker distance were subjected to dimensional analysis, and all measurements were found to be within specification. Since the distance between the delivery wire tip and reference marker was found to be within specifications, manufacturing or design defects are not suspected. The reported issue documented in the complaint is confirmed. It is possible that in an effort to advance the stent through the microcatheter, excessive force was inadvertently applied which ultimately led to the bent conditions on the struts of the stent. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9185283. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.